Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va01r0x implanted: (B)(6) 2012 product type lead h7: this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the lead fractured upon removal on the day of the report. It was indicated that the partial lead was inactive and still in the patient's body. The lead removal was due to all electrode configurations being above 4000 during an impedance check. An x-ray and interstim removal technique were used to resolve the lead fracture. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the lead was tested interoperative on (B)(6) 2017. The cause of the high impedance remains unknown. The manufacture represented noted that on an x-ray the lead looked frayed but was unable to be confirmed due the fracture during removal.